Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the tip of the blade of the t15 screwdriver broke inside the screw of an axsos plate. The tip was removed from the screw and another screwdriver was used with a surgical delay of under 1 minute.

Manufacturer narrative:
The reported event that screwdriver bit axsos t15, ao fitting 4.0mm locking set was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, one of the most probable root causes for this specific case is the normal wear of the device, since it has been in the field since 2007. As a reminder, the cleaning and sterilization guide states: " [...] Note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. [...]". Another potential root cause could be a mishandling of the device during storage, cleaning, transport or usage. Indeed, the IFU declares: " [...]ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! For your information, avail yourself of the training courses and publications offered by stryker (e.g. Operative techniques). [...]" And "[...] ¿ always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.[...]", and the cleaning and sterilization guide: " [...] ''Avoid mechanical damage, e.g. Do not mix heavy devices with delicate ones. Pay particular attention to cutting edges, both to avoid injury and damage to the medical device.[...]". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.device was not return.

Event description:
It was reported that the tip of the blade of the t15 screwdriver broke inside the screw of an axsos plate. The tip was removed from the screw and another screwdriver was used with a surgical delay of under 1 minute.